Event description:
In december 2005 the lay user/patient contacted lifescan alleging that their one touch ultra meter was giving her 'error 4" and "error 5" messages. The medical affairs specialist (mas) mailed a letter in 2005 since the patient could not be reached by telephone. The patient stated that she had been getting error messages on her meter for "a few months." She said the meter worked occasionally and when it did not, she used her backup "accuchek" meter. On an unknown date, the patient tried testing herself several times but was unable to do so due to the error messages. The paramedics were contacted. At some point, the patient had "passed out." The paramedics tested her using an unspecified blood glucose meter and got a "high" value. She was given insulin and taken to the hospital. The patient was unable to provide further information to the mas and stated that she could not recall exactly when this event occurred. However, during the call with the patient, she mentioned that while waiting for her replacement one touch ultra meter, she encountered another event in 2005. Around 1:30pm she almost passed out at a store. The store workers informed her that she had been "acting weird" so they called the paramedic. The paramedics arrived around 1:40pm and tried testing her blood glucose. They were unsuccessful for an unknown reason. The paramedics then administered to her "d50" and "100% sugar." Within 10-15 minutes, she felt fine and the paramedics left. The patient was not hospitalized. She was unable to remember having any acute diabbetic symptoms that day due to the fact that she has had a flu and has suffered from flu-like symptoms. That same day, she mentioned that she did not eat breakfast but ate lunch composed of soup, a cheese sandwich, and 7-up soda. She does not remember taking any insulin prior to the event. She takes "sliding-scale humalog regular." It would have been helpful to know the following: did she try retesting after getting the error messages, when was the last time she was able to use the meter, the date/time she passed out, what meter she tried using before passing out, if she had taken any food, drinks, medications prior to passing out, if she had any acute diabetic symptoms that day, if she was given insulin by the paramedics and/or at the hospital, what type/dosage of insulin she was given, if she was hospitalized, and if her blood glucose was tested at the hospital. Also, knowing if any medication adjustments were made due to the event would have been helpful. The customer care advocate (cca) verified that the patient is using the correct testing and cleaning technique. The patient resolved the "error 4" issue but not the "error 5 issue over the phone. The meter, test strips, and control solution were replaced.